Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08988 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-08989 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used for hemostasis post polypectomy during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, two resolution clips were deployed onto the bleed site; however, the clips could not be released from the catheter. The clips became loose from the tissue and were removed from the patient on the delivery catheters. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip would not release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.